Event description:
It was reported that this pacemaker exhibited low out of range right ventricular (rv) pace impedance measurements of less than 200 ohms which resulted in a lead safety switch (lss) to unipolar pacing. The patient is pacing dependent and as a result went to the emergency room (ER) due to syncope caused by pacing inhibition. Technical services (ts) provided programming options to turn off lss as there was myopotential noise that was oversensed while the device was in unipolar sensing. The boston scientific representative planned to discuss programming options with the health care professional (hcp). This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited low out of range right ventricular (rv) pace impedance measurements of less than 200 ohms which resulted in a lead safety switch (lss) to unipolar pacing. The patient is pacing dependent and as a result went to the emergency room (ER) due to syncope caused by pacing inhibition. Technical services (ts) provided programming options to turn off lss as there was myopotential noise that was oversensed while the device was in unipolar sensing. The boston scientific representative planned to discuss programming options with the health care professional (hcp). This device remains in service. No additional adverse patient effects were reported.